Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level went as low as 50 mg/dl range and as high as 390 mg/dl. Customer treated their low blood glucose with food. Customer advised their blood glucose would fluctuate from high to severely low based on insulin pump therapy. Customer was advised the insulin pump delivered insulin however the device does not control how fast the patient¿s body absorbs the insulin.